Event description:
International affiliate reports the patient was (B)(6) with scoliosis. It was found that one isola 4.75mm rod (catalog no. 52001018) on the right side connected with competitor mykres extended tandem rod connectors (for 5mm rod) was broken. The rod was originally implanted on (B)(6) 2008. Since then the patient had undergone extension surgeries repeatedly with growth. In the process, all the rods on the left side were replaced by mykres extended tandem rod connectors and rods of 5mm and 6mm in diameter ((B)(4) medical) because of the supply instability and breakage of the isola rod. The surgeon reports that on (B)(6) 2014, a reoperation was conducted and the rods on the left side of the construct were replaced by the following combination; 5mm rod - extended tandem rod connectors - 6mm rod - extended tandem rod connectors - 5mm rod. However, the right side remained fixed with the isola 4.75mm rod. The rod was intact and not replaced at that time. Due to this, the surgeon indicated that the isola rod may have been unevenly overloaded. Also, the patient grew from the first operation so that the strength of the 4.75mm rod probably became insufficient for him. The revision surgery was scheduled for (B)(6) 2014. The broken rod will not be returned for evaluation since the surgeon will keep it.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate retained by surgeon.